Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses. Two months later, the devices were explanted. Twenty four days later, the pt expired. Further information is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Note additional device involved in this event.